Event description:
It was reported that the device indicates the ECG cable is not connected. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.